Manufacturer narrative:
This report is associated with argus (B)(4), biotene original oral rinse (savannah).

Event description:
Son drank some of the product [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). Additional details, the consumer reported that her son drank some it. She did not know how much he drank, it looked like most of it spilled all over the floor but she just wanted to know if this was safe and what she should do.